Event description:
It was reported that patient¿s device were going to be explanted as the battery pocket had become exposed. The device had also reached normal early replacement indicator (eri) but nothing was going to be replaced. It was further reported that the start date was unknown. The company representative did not know if there were any symptoms or therapy issues. As of (B)(6) 2014, the explant had occurred. The outcome was unknown. Additional information was requested, if received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 748910, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 748910, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 389133, lot# j0301174v, implanted: (B)(6) 2003, product type: lead. Product ID: 389133, lot# j0301174v, implanted: (B)(6) 2003, product type: lead. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2002, product type: programmer, patient. (B)(4).